Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition of the device was wobbly while in use was not confirmed. An assessment was performed on the device and it was observed that the device failed for cuter insertion. It was determined that this was due to worn and damaged bearings that were no longer in axial alignment which did not allow the cutter to pass through. Therefore, the reported condition was confirmed. This type of damage was indicative of excessive side loading, which caused the cutter to flex and come in contact with the nose tube. It was determined that the damaged nose tube was caused by allowing a hard object to come in contact with the inner nose tube, damaging the tip of the nose tube. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the attachment device was ¿wobbly¿ when in use. It was further reported that the bearings had gone bad on the device. There were no delays to the surgical procedure as an identical spare device was available for use. The spare device was used to successfully complete the surgical procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.